Event description:
It was reported that the patient with this neurostimulator experienced pain at the implant site and bruising above the incision. Since implantation, the patient had intermittently experienced discomfort. A few months prior, the patient reported bumping the implant area and later noted increasing pain, which became significant at the implant site. The area was described as very painful, and the patient believed the device may have contributed to the symptoms. During the initial call, therapy was turned off. The patient completed an x-ray with the provider and planned follow-up evaluation. The patient also reported a history of the body rejecting other implanted devices. The device was explanted. Following explant surgery, the patient was doing well and was treated with antibiotics. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4), premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of patient problem/ medical problem, bruise, discomfort and implant pain were defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator experienced pain at the implant site and bruising above the incision. Since implantation, the patient had intermittently experienced discomfort. A few months prior, the patient reported bumping the implant area and later noted increasing pain, which became significant at the implant site. The area was described as very painful, and the patient believed the device may have contributed to the symptoms. During the initial call, therapy was turned off. The patient completed an x-ray with the provider and planned follow-up evaluation. The patient also reported a history of the body rejecting other implanted devices. The device was explanted. Following explant surgery, the patient was doing well and was treated with antibiotics. No further patient complications were reported.